Event description:
Customer called to report a car accident. Customer stated that the last thing customer remembered was driving. Customer awoke about an hour later to paramedics placing customer in the ambulance. Customer stated that the pump was still connected and patient pulled it from back pocket. It was noted that the reservoir was sticking out of the pump. Device was not in a case because it could not be worn at work. It was also noted that the reservoir comes out easily if pressure is applied. It was indicated that about a year ago customer passed out in car, hit other cars and woke up in the hospital with low bgs. Customer did not remember if the reservoir was opened at that time. Customer refused a replacement pump.